Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes: tired. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 22-mar-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling tired. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 26-mar-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling tired. Customer stated she had contacted her doctor via telephone but had not yet heard back. Note 3: manufacturer contacted customer in a follow-up call on 27-mar-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated the doctor had advised her to allow for more time for the ozempic to start working. Note 4: manufacturer contacted customer in a follow-up call on 27-mar-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer performed blood test during the call and obtained result of 141 mg/dl fasting; customer was satisfied with the result obtained.

Event description:
Consumer reported complaint for erratic blood glucose test results. Complaint was initially reported by e-mail and customer was contacted via telephone. The customer is concerned with test results from results obtained of 182, 150, 141, 163 and 138 mg/dl. The customer does not know her expected blood glucose test result range. The customer reported feeling tired; medical attention was not needed at the time of the call. During the call, a back to back blood test was performed by the customer pm fasting and produced test results of 143 mg/dl and 126 mg/dl using true metrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 08/14/2025 and open vial date is 03/15/2024. The meter memory was reviewed for previous test result history: result 1: 182 mg/dl date: 3/21/24 time: 7:24 am fasting result 2: 150 mg/dl date: 3/20/24 time: 8:27 pm fasting result 3: 141 mg/dl date: 3/20/24 time: 7:00 am fasting result 4: 163 mg/dl date: 3/20/24 time: 6:58 am fasting result 5: 138 mg/dl date: 3/20/24 time: 6:11 am fasting.